Event description:
This is the 3rd report related to unknown precipitant in the closed uac sampling system, a customized system provided to our users by ICU medical.see below for a full synopsis of all events. Patient-specific phi (patient hospital information) has been redacted.ICU medical closed uac system:this product was implemented after several trials in both on and off campus nicu's (neonatal intensive care unit). It is primarily used for infusion and blood sampling from an arterial catheter inserted in the umbilicus or a peripheral artery in neonatal patients. It also includes a transducer which monitors blood pressure. Typically 0.45 ns (normal saline) with 2 units/ml heparin is infusing at a low rate. It was available in all neonatal units (off and on campus) the picu (pediatric intensive care unit), and the cticu (cardiothoraxic intensive care unit). The description on the pyxis stations for the nicu set is transducer neo closed 30ml and it is lawson item number 118972 and the product label reads "monitoring kit w/tp4, 30 ml squeeze flush and needleless valve." Incidents:a particulate that is flesh or light brown colored has been observed in the flush syringe. At first, when not agitated the particulates form a globular string. With movement, this formation will become small grains and eventually dissolve into the solution making it cloudy. This particulate has been noted in several patients at different sites by users but had not had an identifiable impact on any.first incident: product lot number 2319121.second incident: product lot number 2319121.third incident: product lot number 2319122.fourth incident: product lot number unknown.after an announcement regarding the concern, one nurses from nicu has indicated that she has also observed a similar problem on one patient whose name she cannot recall that was not reported at the time. Analysis:the microbiology department and pharmacy examined the flush syringe at the first incident. Pharmacy denied that is was a precipitate of a medication. Microbiology indicated that the appearance and behavior of the particulate was consistent with fibrin. This flush syringe and IV tubing was given to the company for analysis and a report is available. The contents of the flush syringe from the incident were given to the lab and a report is pending. The product including attached tubings and pharmacy bags from this incident was given to the risk management.the flush syringe from the forth incident was given to the pharmacy. The plan for this syringe is:1. One aliquot will go to an independent analytic lab which is FDA registered and audited, iso 9001 compliant, etc. They will do a full chemical analysis. If needed, the lab will arrange full microbial analysis with another microbial testing facility.2. One aliquot will go back to ICU medical for full testingmitigation:a report has been filled with both FDA medsun and pharmacy medwatch.an announcement went to the outlook group "program managers" describing the concern. This entire product was removed from the inpatient units. A replacement product is not available, so components used prior to the initiation of this product have been reinstituted. Neonatal educators have prepared a brief educational sheet on utilization of these components. The old items consist of the following:1. 30ml neonatal pressure monitoring kit - lawson item number 110581 (1 each used per setup).2. Interlink injection cap - lawson item number 106613 (2 each used per set up).3. Stop cock - lawson item number 110336 (3 each used per set up).4. Slip tip syringe - lawson item number 110276 (1 each used per set up).5. Syringe adapter - bd number 303369 (2 each used per set up).a committee has been established that includes risk management, epidemiology, pharmacy, neonatal and nursing leadership to continue the investigation of this product.the attachments below are available from this reporter.1. Report from ICU medical on first incident.2. Photo of the syringe from incident four.3. Announcement of removal of product sent to program managers.4. Education sheet designed by neonatal educators regarding use of the old product. Still pending revisions.5. Information on heparin and plastics interaction.6. Photograph of old system set-up.======================manufacturer response for closed uac sampling system, 42598-01 monitoring kit w/tp4, 30 ml squeeze flush and needleless valve; (per site reporter).======================see event information.